Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the detached image guild coil was caused by chemical stress or physical stress. The event can be detected/prevented by following the instructions for use which state: ¿do not pull the universal cord. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube and universal cord with a diameter of less than 10 cm. Equipment damage can result. Do not hit to the distal end of the insertion tube or allow it to strike other objects. The vision abnormalities may result. Do not twist or bend the bending section by hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device had a tip rubber tear. There was no report of patient harm. The device was returned, evaluated, and it was found that the resin part of the image guide coil has fallen off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a cut on the connecting tube. In addition to the resin part of the image guide coil falling off, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the light guide rod had a burr; the control unit was cracked; the connecting tube had a buckling and discoloration; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the image guide bundle had significant breakage; the image had a stain due to the damage on the image guide bundle; and there were scratches on the light guide connector, the universal cord, the upward/downward plate, the grip, the scope cover, the control unit, the diopter ring, and the eyepiece. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.